Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During a follow-up, high threshold, and change in impedance were observed. The lead was repositioned.